Event description:
Information received from the field notes loss of capture in the bipolar configuration. The unipolar threshold was 3.5v. Therefore, the pulse generator was programmed to unipolar. The patient was not pacemaker dependent.